Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who received dilaudid (unknown concentration and dose) in an implantable pump by program details for indication for use. The healthcare provider (hcp) was unable to locate the refill port during the last refill (2-3 months ago). There were no reported symptoms. The patient requested physician listings.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.